Event description:
When biomed technician was performing preventative maintenance on three of the humidifiers in hospital stock, he found the alarm tone to not sound when turning on the device. Normally when turning on this model of humidifier, it will produce an audible set of tones along with flashing indicators on front panel.this is the first of three devices we found with this problem regarding three different serial numbers.======================manufacturer response for heated humidifier, conchatherm neptune (per site reporter)======================manufacturer sent instructions to the site reporter on how they can provide the manufacturer with the sample.